Event description:
It was reported that during the procedure in the heavily calcified and tortuous distal left anterior descending (lad) artery, the 2.25 x 15 mm xience nano stent system was advanced into the patient's anatomy. The stent system was unable to cross to the target lesion and was removed from the patient's anatomy without difficulty. Additional dilatation was performed using a 2.0 x 15 mm trek dilatation catheter and a 2.5 x 15 mm nc trek dilatation catheter. A 2.25 x 12 mm xience nano stent delivery system was then advanced into the patient's anatomy and the stent deployed at the target site. A 2.5 x 28 mm xience v stent system was then advanced and the stent deployed proximal to the previously placed 2.25 x 12 xience nano and slightly overlapping the previously placed stent. A 2.5 x 18 mm xience v stent system was then advanced and the stent deployed proximal to the previously placed 2.5 x 28 mm xience v and slightly overlapping. The physician then determined there was a site distal to the previously placed 2.25 x 12 mm xience nano stent which required stenting and a 2.25 x 18 mm xience nano stent delivery system was advanced to the target site; however, the stent delivery system was unable to cross the previously placed stents. The stent delivery system was removed from the anatomy; however, resistance was felt due to the patient anatomy and it was thought that the 2.25 x 18 mm xience nano stent became caught on the edge of one of the previously placed stents. The 2.25 x 18 mm xience nano stent dislodged. The dislodged stent was visible on cine and was located in the mid lad inside one of the previously placed stents.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 2.0 x 20 mm trek dilatation catheter was then advanced to the dislodged stent and the stent was expanded in the mid lad inside the previously placed stents. A 2.5 x 20 mm nc trek dilatation catheter was then inflated at the 2.25 x 18 mm xience nano to ensure that the stent was well apposed. A 2.25 x 15 mm xience nano stent system was then advanced through the previously placed stents and deployed at the target lesion in the distal lad. The stent was deployed without difficulty. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided. Stent: 2.25 x 12 xience nano, 2.5 x 28 mm xience, 2.5 x 18 xience device (B)(4) - distal to stent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.